Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).

Event description:
It was reported that a spectrum iq pump did not alarm an upstream occlusion and under infused during 0.45% nacl therapy (dose, programmed amount and delivery rate unknown). The event occurred in the medical inpatient. There was no known patient injury or medical intervention associated with this event. No additional information is available.